Manufacturer narrative:
H6 - 4581: significant reduction of ica. H6 - work order search: no additional similar complaint type events within associated lots were found. Iop elevation from baseline, significant glare and/or halos (under night driving conditions) and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)>

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, significant reduction of iridocorneal angles, glares/haloes, pupil reactive and ac angle @28 degrees. The lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as patient related and unknown.